Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the duodenovideoscope exhibited foreign material inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can presumed that it was due to humidity invading the lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or glue peeled off by chemical stress such as chemical solutions used for the device. The events can be detected/prevented in accordance with the following instructions for use: chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.